Manufacturer narrative:
Customer reported that a pyxis medstation es was unable to be powered on. Customer reported that a syringe spilled over the device and that the station was shut down to prevent further damage. Patient involvement or harm was not reported. This event is recorded in complaint number (B)(4). A field service associate evaluated the device and reported detecting a burning smell. The field service associate determined that a matrix drawer board showed signs of thermal damage and was no longer functioning. The field service associate replaced the controller board. Drawer was reconfigured and tested. Field service associate confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es was unable to be powered on. Customer reported that a syringe spilled over the device and that the station was shut down to prevent further damage. Patient involvement or harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2020 to 21- nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer noticed that the matrix board was burnt. Replaced the board and turned the station back on and started to run updates. After update issue was resolved. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system's station was not turning on. Customer reported that a syringe spilled over the device and that the station was shut down to prevent further damage. Patient involvement or harm was not reported.